Event description:
Customer reported the system is displaying a charger failed error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the battery pack needs to be replaced. Customer stated they will replace the batteries. (B) (4)